Event description:
It was reported that a viper cortical fixation screw was used in a procedure for which the patient indication was spinal stenosis with back pain. It was reported that the patient had above average bone hardness. During the procedure, the complainant experienced breakage of the screw head from the shank. Both parts were removed from the patient without issue or a significant increase in operative time. Another screw was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned 5.5 ti cortical fix 7x40mm screw noted that the tulip head had become dislodged from the screw shank. No other visual anomalies were identified during the device evaluation. A review of the device history record for found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the 5.5 ti cortical fix 7x40mm screw was conducted on the product family because of a similar bottom loading geometric design and functionality. Review of complaints found no significant trends. The root cause of the 5.5 ti cortical fix 7x40mm tulip head becoming dislodged from the screw shank cannot positively be determined. However, the noted damage suggests that the screw most likely became subjected to a higher than anticipated load during screw insertion resulting in head dislodging. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.